Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 10.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. Unable to verify the motor error alarms due to the compromised force sensor system alarm. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.